Manufacturer narrative:
All the buttons functioned properly and no button error alarms or moisture damage was noted on keypad traces. Keypad connector was fully locked. The device had cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.